Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was received and tested for 13 hours. The main lamp was functioning properly without any issues. However, the tank holder was found deformed. The socket slider switch was found worn and causing an intermittent use of high intensity mode. The connector was also noted worn and causing an air leakage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s spare lamp was coming on during a procedure. According to the initial reporter, in addition to this initially reported event, this failure has occurred in multiple different procedures. Reportedly, all procedures were colonoscopies, and the device was inspected prior to use. The customer confirmed that each procedure was complete using the illumination of the spare lamp with a normal patient outcome. This is report 1 of 2, being submitted to capture the initially reported event from (B)(6) 2022. Please see report 2 of 2 with patient identifier (B)(6) for details relating to the unknown number of occurrences referenced by the customer above.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The inspection results were not reproduced, and no further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.